Manufacturer narrative:
The rep for the account informed the manufacturer on 01 may 2020 that the device was discarded and is no longer available to return for evaluation. Method, results, and conclusions codes now populated to reflect this information.

Manufacturer narrative:
Patient date of birth not available. Patient age not available. Patient sex not available. Due to the covid-19 crisis, there may be a significant delay in return of the device to the manufacturer for evaluation.

Event description:
A peripheral vascular intervention case commenced. The physician was using a spectranetics turbo elite laser atherectomy catheter from a contralateral approach. He had gained access through the superficial femoral artery (sfa) to target a calcified lesion. During the procedure, while trying to cross the lesion, it was reported that the turbo elite device broke while in use in the patient, treating heavily calcified vessels. There was no reported patient injury. It has been reported that the device is being returned to the manufacturer for evaluation; however this may be delayed due to the covid-19 crisis. This event is being reported at this time due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation, according to the report the manufacturer has been given.